Event description:
Doctor performing right total knee arthroplasty in or using a saw pro with saw blade the blade broke in pieces. Doctor stated call xray immediately. Doctor viewed the x-ray with no foreign bodies case proceeded. No harm to patient.